Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulation was turning itself up and down. The patient stated it had started between two years ago and since they were implanted.